Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), copies of operative reports were received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.77 months. On 07/21/2010 (through follow-up with the health-care provider), copies of operative reports were received. Unfortunately, the cause of death was not provided. Per the operative report of (B)(6)2010, the patient was presented for "...esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy feeding tube placement." During the operation, it was "...indicated that patient had desaturated and that the procedure should be terminated. The gastroscope was then withdrawn and the procedure was terminated. The patient remained hypoxemic and the anesthesiologist indicated the patient needed to be intubated to continue with the procedure. The family was then approached and they elected to abort the procedure and place the patient as a 'do not resuscitate' status. The procedure was then terminated. The patient remained hypotensive postprocedure." No other details were provided.